Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. Customer¿s blood glucose level was 47 mg/dl at the time of incident. Customer stated that they were unable to exit the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer reports the time clock does not advance. Customer reported the screen is not completely blank. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly noted. Device passed self test and programmed with the current time and date and monitored for several days. The time and date is functioning properly. No missing segments noted. (B)(4).